Event description:
It was reported a patient presented in the emergency department and their implantable cardioverter defibrillator (ICD) presented with a diagnostic anomaly in which the discrimination channel was double counting signals which inappropriately caused an episode to trigger. No changes were reported. The patient status was stable.

Event description:
It was reported a patient presented in the emergency department and their implantable cardioverter defibrillator (ICD) presented with a diagnostic anomaly in which the discrimination channel was double counting signals which inappropriately caused an inappropriate shock episode to trigger. No changes were reported. The patient status was stable.